Event description:
The customer reported that the system would not expose. However, it was determined that the system was able to expose, but the images were unreadable. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.